Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the temperatures of the battery were all different. The last battery stack was bad. The battery and charger enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000163, product ID: bi71000162, product ID: bi71000175. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site's system was noted to have a blinking red battery light on their image acquisition system (ias). This was reported outside of a procedure. There was no reported delay. There was no patient involved.